Event description:
It was reported that the articular surface would not lock into the tibial implant.

Manufacturer narrative:
Eval summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Eval: the measured dimensions of the device were found to be within spec as returned; the dovetail feature was deformed. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Device history records indicate all components were manufactured and inspected to spec.